Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was in clinical use at the time of the event. The procedure was aborted and completed using a different system. No patient harm or injury was reported to philips. A philips field service engineer (fse) and confirmed that the stand could not move. Troubleshooting and review of the system logs found a can node error. The fse checked the logic power and found that the luc board didn't have 24v logic power. The fse replaced the luc board v4. After the luc board v4 was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system l-arm geometry movements were not available.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.